Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device in this report has not been returned to omsc for evaluation but was returned to a service repair in japan. The evaluation of the device by the service department confirmed that the reported event was reproduced due to the defective of internal parts. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, it is likely that the reported event occurred due to the aged deterioration of the internal parts, because that nine years has passed since the device was manufactured.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the emergency lamp instead of the xenon lamp lit up. There was no patient injury reported.